Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Field service engineer (fse) replaced the surgeon side console (ssc) viewer to resolve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the customer power cycled the system and the left eye is still not working on the console. They are moving all case to a different system at the site and this system is not being used. There was no report of patient involvement or reported injury.